Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarms. Problem isolated to the electronic assembly as per global logic analysis. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had software error alarm. The customer was able to clear the alarm and not able to complete rewind. The self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.